Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. An opened pouch for the small part tray was visually inspected. For one of two sleeves, the shaft of the sleeve was broken. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the root cause of the reported event could not be conclusively determined. Although the complaint was confirmed; the root cause of the reported event could not conclusively determine how the sleeve damage occurred. No further investigative or manufacturing actions are warranted at this time as the exact root cause could not be conclusively determined. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a hole in sleeve and leakage occurred during cataract/vitrectomy combination surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).